Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the reportable phenomenon (b30 error) was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿power button very loose¿ was confirmed. However, the customer¿s allegation of ¿the b30 error code¿ was not replicated. The device evaluation found broken and faulty main power switch; worn-out socket slider switch caused intermittent use of high intensity mode. Dust was found on the scope¿s socket. The olympus lamp life meter was reading at 100+hours, light intensity output measured within range. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30-scope communication error and front panel power button was very loose. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.